Manufacturer narrative:
As the patient procedure progressed an employee was able to lock the surgical table. The user facility reported some table movement when the table locked and that the movement likely caused the patient to sustain an injury. The user facility did not disclose whether the patient received medical treatment. The facility's biomedical technician inspected the table and found it to be operating properly; no issues were noted. A steris service technician inspected the table and found it to be operating properly. The technician was able to command the table into all functions and articulations via the primary hand control and override systems. The technician inspected the primary hand control and override systems and found them to be operating properly. No issues were noted. It is unknown if user facility personnel attempted to utilize the override systems when the table reportedly did not respond to commands via the primary hand control. The 3085sp surgical table is equipped with auxiliary override systems that can be actuated at any time and will allow table operation in the event of primary control malfunction. User facility personnel should not have been commanding the surgical table to lock/unlock during the patient procedure. The operator manual states (pp. 1-1), "do not place patient on the table unless floor locks are engaged." "Do not release floor locks while patient is on table." The steris account manager offered in-service training on the proper use and operation of the 3085sp surgical table however the user facility declined. The table was installed in 1999 and is not under steris service contract. A review of the 3085sp surgical table's service records indicates that steris has never performed service on this table.

Event description:
The user facility reported via medwatch #2400010000-2015-8018 that during a patient procedure the primary hand control commands to power the surgical table on/off and to lock/unlock the table were not operating properly.